Event description:
A doctor alleged six (6) patients experienced the debonding of their restorations approximately one (1) month after placement, with maxcem elite clear. This is the first of six (6) reports.

Manufacturer narrative:
The doctor removed the patient's eight (8) unit bridge (for teeth numbers 6 through 13, with the #12 tooth being a pontic), prepared the patient's teeth, and re-cemented the restoration with a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.

Manufacturer narrative:
The returned product was evaluated for adhesive strength, yielding results within specifications.